Event description:
It was reported that the pt placed the bioclusive transparent dressing over the duragesic patch on their stomach. Pt developed blisters under the dressing and pulled off skin upon removing the dressing. They experienced pain and irritation, and was prescribed silvadene cream, after seeking treatment in an emergency room.